Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer had turned on the ventilator without an exhalation valve flow sensor (evq). The customer put an evq on the ventilator, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.